Manufacturer narrative:
As reported, hydro-surg irrigator product leaked. Evaluation of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this supplemental MDR is submitted to document the sample evaluation results. An evaluation of the sample revealed a crack in the connection piece of the outlet port. The root cause was identified as a crack in the plastic component, which occurred during the manufacturing process of the device mostly likely do to operator error. Updated fields: b4, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during robotic cholecystectomy procedure on (B)(6) 2025, hydro-surg plus laparoscopic irrigator was leaked preoperatively. It was reported that the leaking was noted "at connection" and a new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, hydro-surg irrigator product leaked. Evaluation of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1,440 units. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during robotic cholecystectomy procedure on (B)(6) 2025, hydro-surg plus laparoscopic irrigator was leaked preoperatively. It was reported that the leaking was noted "at connection" and a new device was used to complete the procedure. There was no patient injury.